Manufacturer narrative:
The investigation into the reported pump did not start issue was completed. The device and data logs were returned for evaluation. Analysis of the data logs confirmed the occurrence of the "impella defective" alarm. Visual inspection of the pump did not reveal any damage or abnormalities. Functional testing of the pump did not duplicate the reported issue. The device functioned as intended. Therefore, the root cause of the pump did not start issue was undetermined as the failure mode was unable to be reproduced. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that when the impella 5.5 was first plugged into the automated impella controller (aic) during case setup, the "impella defective" alarm appeared. The device was disconnected and inspected, and no issues were found. However, the alarm reappeared when the pump was reconnected to the console. Subsequently, the pump was replaced with a new device, which functioned with no issues with the same console.